Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2016. The customer's blood glucose was over 300 mg/dl at the time of hospitalization. The customer reported experiencing diabetic ketoacidosis, leading to the hospitalization. The customer was treated with fluids for their blood glucose. The customer reported they were wearing the insulin pump at the time of the call. It was also reported the customer had adhesive issues with their sensor. The customer declined to return the insulin pump for analysis.